Event description:
I'm sure I do not have the date right but just put this in since my problems started about 20 years ago. I have used fixodent for the past 40 years. I just recently changed to poligrip because I thought it might not be as harsh. I have been sick for so long, and yet all my test come back negative. I truly believe fixodent denture cream has made me sick. When I use these products, my mouth burns, I get sores in the mouth, I have tingling in my chest that doctors just don't know what it is from. I get so exhausted; I can hardly function. About 5 years ago, I called the company that makes fixodent and told them my problems and said to them that I believed the benzine used in the process was making me sick. I have a hoarse voice, my nervous system is being affected, as well as a host of other problems. They, of course, just shook me off. I think it is past due for something to be done in these companies putting things in their products that harm us. I trusted these people to have my welfare above the all american dollar. My problem is my zinc level and copper level were just tested and came back within normal limits. I still believe these products are damaging my health. It is being labeled sick in the head all the time. I am not. I have taken these products for 40 years. I did not make it a practice to keep empty containers, although, I do have some of the strips left as well as poligrip cream left in tube. Dose or amount: daily; occasional. Dates of use: 1995 - 2008. Diagnosis or reason for use: loose dentures. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.